Event description:
The customer did not report a malfunction. During inspection of bronchovideoscope, c-cover had a burn was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: environmental temperature problem led to burn on component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.